Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the tip of driver broke off in set screw and is permanently stuck in place. The part was not retrieved and nothing was placed to prevent migration in patient.